Event description:
It was reported that during a procedure, the trocar was leaking co2; the trocar sleeve was leaking co2, no additional trocars were used to complete this case. Unknown how case was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.